Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter alleged that the pump continued to deliver insulin after being put on "suspend" mode. It was noted that the appropriate message showed on the display screen when suspended. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/20/2014 with the following: a review of the pump¿s black box history showed no records of the pump being suspended. The ¿suspend¿ history showed multiple entries where the pump was suspended then ¿resumed¿ within one minute of each other. During testing, the pump powered on appropriately with the returned battery cap. The keypad was intact; no damage was observed. There was no evidence of hypersensitive or stuck/intermittent button responses observed. The pump performed the suspend / resume function multiple times with no issues occurring. During investigation, the pump was ¿suspended¿. The pump was then powered on in ¿suspend mode¿ for one hour with no basal deliveries occurring during the exercise. The suspend history was reviewed and showed both entries were present in the history. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint that the pump continued to delivery insulin after being put on ¿suspend¿ mode was not able to be duplicated during investigation. No defects were found.